Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-51 mg/dl; cause was suspected to be due to the pump's alarm sound not annunciating. Additionally, customer experienced an elevated bg level of over 500 mg/dl; cause was not known. Customer declined to perform further troubleshooting pertaining to the high bg event. Reportedly, reportedly, the distributor performed a data review and identified that a 25 unit bolus had been delivered at the time of the event. Customer received multiple low bg alerts. Reportedly, customer's mom found customer incoherent and provided customer with a sugary drink. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-51 mg/dl. The customer alleged that the pump¿s low bg alert was not annunciating. Additionally, customer experienced an elevated bg level of over 500 mg/dl; cause was not known. Customer declined to perform further troubleshooting pertaining to the high bg event. Reportedly, reportedly, the distributor performed a data review and identified that a 25 unit bolus had been delivered at the time of the event. Customer received multiple low bg alerts. Reportedly, customer's mom found customer incoherent and provided customer with a sugary drink. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.